Manufacturer narrative:
Follow up # 2; date of submission: 9/07/2016.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the pump has no power. The reporter claimed that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/10/2016. The pump has been returned and evaluated by product analysis on 08/03/2016 with the following findings: the pump was unable to power on during investigation; the display remained blank and there were no audible tones or vibrations present. Investigation revealed a defective voltage regulator component. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked; the returned battery cap was able to secure.